Manufacturer narrative:
(B)(4). Results: aneurysm rupture, endoleak, bleeding. Lack of information, unknown cause of the event is unknown. Conclusion: aneurysm rupture, endoleak, bleeding. Lack of information, unknown cause of the event is unknown.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant are unknown. It was reported that the patient came in emergently with belly pain which was noted to be a ruptured aneurysm. A CT showed a rupture/endoleak and blood was given to the patient. The endoleak was a type iii separation between two of the limbs, unknown which two limbs. The cause of the separation is unknown. The patient was successfully treated with an endurant 161693. No additional clinical sequelae were reported and the patient is fine.